Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. The rv lead remains in service. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during an elected lead revision procedure the physician noted a suspected loose header on the device due to device migration. In addition, the physician observed oversensing on the right ventricular (rv) lead and possible blood in the lumen. The physician elected to replace the device upon repositioning of the rv lead. The device was explanted and replaced. The rv lead was repositioned and remains in service. No adverse patient effects reported.